Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.25 x 16 mm synergy xd drug eluting stent was advanced to target lesion. When the balloon was inflated up to 4 atmospheres, the balloon moved out of place from the target site. So, it was deflated, and the location was readjusted, however, the stent got detached within the coronary artery during the readjustment. Then, device apposition was performed into the stent that has already been placed on the proximal side of the original target site. Another synergy was placed in the lesion and the procedure was completed with the same device. There were no patient complications reported.